Manufacturer narrative:
Results: the neuron max 088 (neuron max) was returned with the dilator inserted through the neuron max lumen; there was no damage to the distal tip of the neuron max. Conclusions: evaluation of the returned device revealed no damage to the distal tip. Further evaluation revealed the dilator of the neuron max was re-inserted through the lumen upon return for evaluation. Re-insertion of the dilator may have altered the structure of the neuron max after the damage reported in the complaint was initially noticed. There was no visible damage to the distal tip of the neuron max, therefore, the root cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 088 (neuron max). During the procedure, while attempting to put the tip of the neuron max through the patient's skin, it became wrinkled. The procedure continued using another manufacturer's sheath. There was no report of an adverse effect to the patient.